Event description:
The pt reportedly experienced sound quality issues. The pt was also reported experiencing dizziness, nausea and pain with and without use of her cochlear device. Integrity testing was conducted. All tests were within normal limits. The pt was a non-user of device for many years. The pt's device was explanted.